Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site address exceeds character limitations: (B)(6).

Event description:
Related to tw # (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to function while the doctor was attempting to cauterize the branches, despite being properly connected to the power supply. After three consecutive kits were found to be non-functional, the fourth kit operated successfully, allowing the procedure to continue. No injury.

Manufacturer narrative:
(B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. A lot history record review was completed for lots 3000387760, 3000392532, and 3000394404 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000387760. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000392532. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000394404. There were no ncmrs, rework, or deviations documented. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.